Event description:
The following has been reported by customer: the customer reports that during the administration of medication, a larger amount than programmed was infused, resulting in the death of a newborn. Reporting as a conservative measure. Adverse effects were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. Device history log was reviewed; the event has been confirmed and is linked to incorrect programming of the flow rate. The device was not received in our laboratory; however, the investigation was conducted based on the logs and the information provided. According to our analysis of the history log, an infusion occurred at a rate of 12 ml/h, delivering a total volume of 11.878 ml (as recorded by the pump event) between 01:58:18 and 03:01:30. The total volume infused, 11.878 ml, corresponds to the programmed settings, and no anomalies were observed. Additionally, based on the provided information, the medical prescription required 12 ml of medication to be administered over 24 hours, corresponding to an infusion rate of 0.5 ml/h. However, it was found that the infusion pump was programmed to deliver the entire 12 ml within just one hour, resulting in a significantly higher infusion rate than prescribed. This incorrect programming of the pump, which does not align with the medical prescription, was also confirmed through the provided logs. For this complaint, the root cause has been identified as an incorrect flow rate setting by the user, which constitutes a use error. This complaint has been included in a trend analysis. This complaint is considered as: use error the trend is: normal.